Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed air in the buffer syringe. The fse observed an issue with the buffer feed to the ise pot. As a proactive measure, the fse replaced the buffer syringe and buffer valve. The fse determined the failure mode as a defective buffer syringe and sample syringe. The fse replaced the buffer syringe and sample probe to resolve the issue. System performance was verified and no further issues were reported. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).